Event description:
The reporter stated that the surgeon inserted a three piece silicone lens aq2017v model into patient's eye upside down and the surgeon tore the haptic when he removed the lens from the eye. No patient injury. The reporter stated that the lens was loaded incorrectly into the injector.